Event description:
Information received indicates a hospital central supply employee was installing a patient helper bracket on the bed when an arc of electricity knocked him against the wall. A patient was in the bed and a visitor was in the room at the time of the event, neither of whom was injured. The central supply employee was taken to the emergency room and prescribed two days rest.

Manufacturer narrative:
The hill rom technician inspected the bed and hospital room and found no evidence that an electrical short or discharge occurred on the bed, the hospital room outlet or light fixture. The facility's engineers also investigated and drew the same conclusion. The facility removed the bed from service.